Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-dec-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not communicating following a software upgrade. A technical support specialist remotely accessed the device, verified communication status, reviewed logs, confirmed data sync functionality, and ensured all services were running normally, with no errors identified. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, device was not communicating after update. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.